Manufacturer narrative:
H10: the actual device was not available; however, picture and video of the sample were provided for evaluation. The visual inspection of the provided pictures and video showed an external leak (water droplets) on the bottom header cap during treatment. The cause of the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after 15 minutes of starting therapy with a polyflux 140h dialyzer, reported as theranova, an external fluid leak was observed ¿from the venous end of the dialyzer¿. The extracorporeal circuit restitution was performed. Treatment was discontinued, and the dialyzer was exchanged and used without complication. There was no patient injury or medical intervention associated with this event. No additional information is available.